Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of particulate matter present inside the pouch seal. Based on the condition of the returned unit, it is likely that the reported event was caused by a particulate matter becoming stuck onto the c-film (the clear side of the pouch) or tyvek (the paper side of the pouch) and being incorporated into the ffs seal. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: na (incoming inspection) detailed description of event [distributor] incoming inspection po (B)(4) this is a complaint from [distributor] evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: on (B)(6) 2023 please refer to the attachment file. We found defects as the result of incoming inspection of the products. Please refer to the attachment material for the quantity which returns the products. We found the defects that already informed applied medical by cer. We just inform you the defect and return the products for following defects. You do not need investigation. Insufficient heat seal - c0r47 lot #1492352 (1 ea.) Additional information received via email on march 01, 2024, from cp engineering: the event unit in complaint (B)(4) presented open pathway through the seal area during dye penetration testing per [document number]. Type of intervention: na (incoming inspection) patient status: na (no patient involvement).

Event description:
Name of procedure being performed: na (incoming inspection). Detailed description of event [distributor] incoming inspection po (B)(4). This is a complaint from [distributor] evaluation team. The lot mentioned above was found to have defective units per our incoming inspection. Delivery date: september 19,2023. Please refer to the attachment file. We found defects as the result of incoming inspection of the products. Please refer to the attachment material for the quantity which returns the products. We found the defects that already informed applied medical by cer. We just inform you the defect and return the products for following defects. You do not need investigation. Insufficient heat seal - c0r47 lot #1492352 (1 ea.) Type of intervention: na (incoming inspection). Patient status: na (no patient involvement).

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.